Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. The axium prime coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator and coupler tube were found to be intact. This is indicative mechanical method detachment was not attempted. The axium coil pushwire was found to be broken but retained by release wire at ~7.0cm from proximal end. The coin was found to be not against the lumen stop. The implant coil was found to be already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports):the distal outer jacket was removed for additional analysis. The lumen stop appeared to be damaged. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant coil already detached; however, the root cause could not be determined. It is likely the premature detachment was due to the pushwire break at break indicator causing the release wire to be pulled back and releasing the implant coil. It is possible the damage (break) to the pushwire occurred upon opening the package and attempting to remove the product or after removing it from the package and preparing it per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil separated/broke/prematurely detached. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the anterior communicating artery with a max diameter of 6mm and a 2.5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the operator delivered the coil to the middle of the echelon catheter and the coil stretched. The operator withdrew the coil together with the microcatheter and filed a complaint. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil or attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that clarified that the coil prematurely separated from the delivery wire. It was unknown if the coil fractured and separated from the rest. The surgeon and the on-site contact person described the coil as stretched. The cause of the event was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.